Event description:
It was observed during the device evaluation that the ultrasound gastrovideoscope exhibited deformation of the connector tube, resulting in detachment of the connection between the bending section and the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.